Event description:
On (B)(6) 2010, pt reported the buttons on his infusion device have begun to display wear in the form of side to side movement via email to company representative. Pt stated if he is in a rush, it leads to incorrect amounts of insulin being delivered. Pt reported this occurs in both the regular correction bolus as well as the extended bolus. Attempts to contact pt were unsuccessful. On call back from pt on (B)(6) 2010, pt reported he is visually impaired and was having issues with the infusion device. Pt stated, he has been having issues with the up and down arrow buttons. Pt reported, the up and down arrow buttons are having side to side action. Pt stated, they feel like they move from side to side. Pt reported, the down arrow button intermittently doesn't respond at all. Pt stated, he will wait for the beep and it sometimes doesn't work. Unable to troubleshoot because, pt is unable to see the infusion device screen. Pt reported, he started to notice the issue back in (B)(6) 2010 while attempting to bolus. Pt stated, the buttons pop back out but have side to side action movement. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.